Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found that a buzzer was coming from the m cabinet from ups. Rse tried rebooting but issue persists and requested onsite service. The philips field service engineer (fse) checked the system onsite and found malfunction with the marathon ups and found a broken fuse in the m cabinet. To resolve the issue, fse replaced the broken fuse that bypassed the ups. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.